Manufacturer narrative:
A visual inspection of the returned sample revealed a hole in the port base where a needle appears to have punctured the base. A review of the engineering verification/validation testing, performed in accordance with iso 10555-1 annex b, was conducted. The report indicated that the average force needed to puncture the base of the port with a 22guage huber style needle is 10.02 lbs. With a minimum force of 7.58 lbs. We are unable to determine the cause or factors that may have contributed to this event; however it appears that enough force was applied to the needle to puncture the base when accessing the port.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Patient presented infiltration near the catheter while receiving serum, at the moment that the catheter was removed, a hole was identified in the base.